Event description:
It was reported that a pt underwent a dermatology procedure on an unk date and suture was used. The pt presented with an infection on the suture line as a red streak with swelling. There was pus which was cultured by the physician. The pt was started on a course of antibiotics.

Manufacturer narrative:
(B)(4) - infection. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in supplemental 3500a form. Additional info: the actual device product code and batch number associated with this event is not known. Three possible product codes and batch numbers are reported as follows: product code j423h, batch bp2775, mfg date: 12/21/2009, exp date: 07/31/2014. Product code j494g, batch cb6540, MFR date: 03/01/2010, exp date: 03/31/2015. Product code j493g, batch cak057, mfg date: 01/26/2010, exp date: 01/31/2015.